Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The lot number for the reported device was not provided. A ship history review was performed identifying three potential lot numbers shipped to this customer. The review identified lot 23988327, 23988328, and 24005958 as potential fiber lot numbers that were likely present at the facility when the procedure took place. Review of each of the lot numbers manufacturing records confirmed that the fiber lot met all material, assembly and performance specifications. Visual examination with magnification identified a proximal circumferential fracture at the base of the metal tip. The circumferential fracture could contribute to the as reported fiber stopped working, therefore, the event is confirmed. The outer coating was melted and there was a hole exposing the base of the metal tip, confirming that the device was fired. There was no devitrification or signs of use through the output window. The tip of the device was at an angle due to being partially detached. The hene (helium-neon) laser fixture testing was conducted, revealing that the aim beam was present at the break. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber. Based on the product evidence, the laser was fired but the energy came out of at base of the fiber tip assembly and not through the fiber output window. It is possible that handling of the fiber during preparation, insertion into the scope, or rough manipulation at the start of the procedure could have contributed to a small fracture that became more severe after the fiber was attempted to be fired contributing to the as reported event and observed fiber tip damages. Based on the information available and product evidence, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The instructions for use (IFU) include detailed warnings for setup, inspection, and use of the device and provides multiple warnings for the user to prevent a fiber break or improper energy output. Additionally, the IFU warns the user, do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user.

Event description:
It was reported that the fiber stopped working after a few seconds during a photoselective vaporization of a 57ml prostate gland. A second fiber was utilized to complete the procedure without complications to the patient. The fiber was returned for analysis and it was found that the tip of the fiber was partially detached.